Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that during a secondary epoch infusion the user noticed that there was a leak in the silicone segment. The customer confirm that there was no patient harm when the chemo leak (50ml) occurred.

Manufacturer narrative:
The customer¿s report that the tubing set was leaking was confirmed by evaluation of the customer-provided photograph. Photographic analysis confirmed that the primary set was leaking at a hole on the silicone tubing below the upper fitment. The suspect set was not returned for investigation. Although the suspect set was not returned, a new, unused associate set was returned for investigation. The returned associate set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No tool marks or crush marks were observed on the upper fitment. No anomalies were observed with the set. Functional, pressure and infusion testing did not replicate a leak on the associate set. The source of the leak is due to a hole/damage in the silicone pump segment near the upper fitment (per photo). The root cause of the hole/damage could not be definitively determined.

Event description:
It was reported that during a secondary epoch infusion the user noticed that there was a leak in the silicone segment. The customer confirm that there was no patient harm when the chemo leak (50ml) occurred.

Manufacturer narrative:
The aware date for supplemental MDR pr 322089 was inadvertently omitted from the report. The aware date was (B)(6) 2019.

Event description:
It was reported that during a secondary epoch infusion the user noticed that there was a leak in the silicone segment. The customer confirm that there was no patient harm when the chemo leak (50ml) occurred.